Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-frequency electrosurgical unit displayed an error e433 (malfunction of the generator). The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure. The procedure was completed using a similar device and no delay happened. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a burst component on the high voltage power supply board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.